Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical pharmaceutical system (bdm-ps) for analysis. Since the sample was not received and the lot history is unknown making a DHR not possible, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced an inability to deliver insulin medication during use. The following information was provided by the initial reporter: nurse has a defective puregon pen and cannot inject the full dose to her patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced an inability to deliver insulin medication during use. The following information was provided by the initial reporter: nurse has a defective puregon pen and cannot inject the full dose to her patient.